Manufacturer narrative:
Personnel were sent to (B)(6) hospital to talk with nicu and nursery staff to better understand the issue. This investigation revealed that most inconsistent blood pressure readings could be remedied by going up one size on the blood pressure cuff. For example, a patient in the bpneo1-reg cuff with high or inconsistent readings was moved to the bpneo2-reg cuff and the blood pressure readings were in the expected range. Users were informed and adjusted the size of blood pressure cuffs used and there have been no additional reports of inconsistent readings. Additionally, our firm created a poster to reinforce the training and education and modified future implementations by meeting with the nicu staff prior to converting them to explain differences between regard cuffs and ge or welch allyn cuffs.

Event description:
Blood pressure cuff readings were inconsistent.